Event description:
It was reported that, during a thr surgery, the metal handle of the polarcup head/liner inserter broke where it connects with the blue piece. The surgery was completed, without any delay, with a s+n back-up device. No injuries were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the metal handle of the polarcup head/liner inserter broke where it connects with the blue piece. No injuries were reported. The complaint device was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the thread is fractured at its distal end. No parts appear to be missing. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 12 additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.